Event description:
A customer reported to baxter (B)(4) a dehp free solution set in which a leak was observed. According to the report, the leak was observed between the drip chamber and the tubing after priming. There was no patient involved. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a cut in the tubing 15.5cm above the luer lock. The set was underwater leak tested, and a leak was revealed from the cut. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.